Event description:
It was reported that leakage occurred between the needle shaft and the handle during the infusion of levofolinate. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the safestep infusion set was confirmed, but the exact cause could not be determined. Eleven 22g x 0.75¿ safestep infusion sets were returned for investigation. One sample was received without its packaging and the safety mechanism was engaged over the needle tip. Nine of the eleven samples were received in unopened packaging with lot #asbxs0044. One sample was received in unopened packaging with lot #asbxs0041. A tactual investigation revealed that the used needle was loose within the needle housing. The outside diameter of the needle and the inside diameter of the tubing were within specification. The needles on the unopened samples were firmly adhered within the needle housing. Functional testing of the used sample revealed a leak at the needle housing. Water seeped out where the needle emerged from the housing. A microscopic examination revealed that adhesive was used to secure the extension set tubing and the needle to the housing, but the adhesive bond that sealed the needle within the tubing and housing was broken. The observed damage could be associated with manipulation of the needle during use of the device. Avoiding excessive manipulation once the needle is in the port may help prevent damage to the infusion set; however, the exact cause of the reported and observed damage was unknown. No leaks were observed on any part of the unused samples.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asbxs0044 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage occurred between the needle shaft and the handle during the infusion of levofolinate. There was no reported patient injury.